Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The patient believed the dislodgment was caused by arm movement. A revision procedure was performed and this ra lead was repositioned. No additional adverse patient effects were reported.